Manufacturer narrative:
Unit received with operating currents within specification. Unit passed self-test, rewind, basic occlusion test, occlusion test, prime/delivery test, excessive no delivery test and displacement test. No unexpected no delivery alarms noted; however, unit alarmed unexpected restart error alarm after battery change due to leaking voltage. Unit received with cracked case at display window corners. Unit received with scratched lcd window. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that customer received a no delivery alarm. Customer was not able to treat. Customer's blood glucose was unknown.